Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the printing on the flange was reversed. Adverse patient effects are unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One device sample was received without the original packaging. Three photos were also received for evaluation; photos showed the complaint sample. Per visual inspection, it can be identified that the printing on the tab is reversed. The complaint was confirmed. The root cause of the reverse tab printing was that the operator did not correctly place the flange in the printing fixture during manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown. This type of defect does not affect the function or functionality of the device, that is, there will be no failure during its use. As an immediate action, the tab printing process was reviewed, and the method is being followed correctly, therefore corrective actions are not necessary.